Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for an arteriovenous fistula thrombectomy procedure in the left forearm. Catheter was primed and aspiration was initiated inside the body for 15 seconds; however, the system stopped and displayed a "prime" error message. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.